Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the user, the reported event occurred before the procedure. It is possible that the endoscopic image was not displayed because the camera cable unit was damaged due to unexpected stress caused by the user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. There were cuts and perforations in the camera cable. There was leaked at the camera cable. The reported event might have been caused by a broken camera cable due to the inappropriate handling by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was not displayed. There was no report of patient injury associated with the event.